Manufacturer narrative:
Event date: (B)(6) 2017 - (B)(6) 2017. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) vial mate adapters had cored stopper material into vials of vancomycin and ibuprofen. This was prepared by a nurse before use with a patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured 04/20/2017 - 04/21/2017. One sample was received for evaluation attached to a solution bag and a vial. Visual inspection revealed grey particulate matter in the vial. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. The second sample was not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.